Manufacturer narrative:
Date of report: (B)(6) 2019. Date rec¿d by MFR:(B)(6) 2019. The client declined repair and retired the device. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery charge led (light emitting diode) flashed continually. There was no patient or user harm reported. The event date was not specified; estimate used.